Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: evaluation on-going.: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the "clamp sparked and burned".